Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument failed the electrical continuity test from one of the bipolar pins to the grips. The instrument was disassembled and the conductor wires were cut about an inch from the bipolar pins at the proximal end to isolate the failure. Both wires passed from the cut to the grips, but one of the wires was pulled at the proximal end and it pulled out of the bipolar pin. The wire was found to be broken at the location where the pin is swaged to hold the wire in place. A review of the site's complaint history identified a related record. The customer alleged the instrument had an issue with bipolar energy not working in two different procedures before returning the instrument to isi. A review of the instrument log for the maryland bipolar forceps instrument associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2020 on system sh1187. The instrument was also used on 1/27/2020. The alleged event occurred on the 1st and 2nd use of the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the bipolar instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken conductor wire found during failure analysis could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The expiration date for is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar energy on the maryland bipolar forceps instrument did not work. The procedure was completed with no reported injury.